Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Additional information provided by the customer indicated that the coils were prepared as per device directions for use dfu and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint. The subject device remained inside patient.

Event description:
It was reported that during coil embolization procedure, while deploying the 5th coil, it got stuck after a few mm inside the aneurysm. It was impossible to push it inside the aneurysm or pull it out, so the physician retrieved a little bit back and saw the fifth coil and the subject detached coil at the microcatheter¿s tip. The physician pulled the microcatheter back while pushing the coil until it got released and then pulled it back. However, the tip of the subject coil was protruded out of the aneurysm and remained outside. There was a stent that protected, and the physician stopped with coiling since he lost the microcatheter position. There were no clinical consequences to the patient due to the reported event.